Event description:
During a stent procedure, the stent system did not advance in the guiding catheter. The entire system was removed from the pt. No pt injuries or complications occurred.

Manufacturer narrative:
Returned product analysis revealed no shaft damage, obstructions, or significant kinks in the guide catheter. The cause of the reported stent movement difficulties could not be determined.